Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that while the cadd-legacy pump was running with correct programming, the prepared solution was weighed and administered, and it was later observed that the pump delivered a greater volume than expected. This issue reportedly occurred over a period of five days. There was a patient involvement, and no patient harm reported.

Manufacturer narrative:
D4: updated. D9 - date returned to MFR: 25-may-2026. H3 and h6 codes: updated. The suspect pump was returned for evaluation. A 12-month service history review confirmed that the device had not been serviced during this period. Visual inspection revealed no anomalies. Functional testing was performed; although the reported over-delivery issue could not be duplicated during testing, results showed the pump was delivering below the expected rate. The root cause of the reported issue could not be confirmed.